Manufacturer narrative:
Reference ID: (B)(4). The remote service engineer (rse) performed analysis and confirmed that the detector was dropped. There were mechanical heavy shocks registered in the detector shock log. Gain and pixel calibration steps for the detector were provided to the customer. No image quality problem identified, and system returned for clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the heavy shocks registered to the detector due to mishandling. The device was in clinical use and there was no patient or user impact. Additional information received confirmed that the detector was dropped.